Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: forceps instrument channel had a malfunction; the light cover glasses were cracked and the adhesive was uneven; the optical cover glass was cracked and the adhesive was uneven; the distal end cap was damaged; the distal end adhesive was lifted; the switch condition had a whole in the button; the light guide tube had delamination; the angle was out of specification; the angle had play; and the air and water supply were lower than standard. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that during reprocessing, the evis lucera elite colonovideoscope was found to have an air, water, and aspiration problem. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that a white crystal contamination was identified within the auxiliary channel. This report is to capture the reportable malfunction of foreign material in the auxiliary channel noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in the secondary water channel appeared to be a white crystallin substance, believed to be a simethicone type product, but otherwise could not be identified. A definitive root cause of the issue could not be determined, as there was no device deformation that might contribute to the retention of foreign material, however, the facility device reprocessing could not be confirmed to have been implemented in accordance with the IFU and the issue was likely the result of an additive used in the auxiliary water feeder/improper reprocessing. The event can be prevented by following the instructions for use which state: gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. Instruction manual gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: ¿nothing other than sterile water should be used for auxiliary water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient preventive measures are described in cross-contamination and/or infection¿. Olympus will continue to monitor field performance for this device.